Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. Patient did not loose therapy. This is a true message. As a result, the ipg was explanted and replaced addressing the issue.